Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: h3, h4, h6. Based on the results of the investigation, a definitive root cause of the substance in the air water nozzles and air water channels could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive on bending section cover had a chip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cysto-nephro videoscope had a foreign substance found in the channel and the water nozzle during maintenance. There were no reports of patient involvement.